Event description:
Event description boston scientific received information upon review of electrocardiograms (egm's), shortly after the implant procedure, that pacing spikes were noted in the t-wave. It was questioned whether the device was oversensing the patient's t-wave. The patient was asymptomatic with good intrinsic rhythm.